Event description:
A falsely elevated ctni (troponin I) result of 0.84 was obtained. The result was not reported to the physician. The same specimen was retested on an alternate analyzer and a result of 0.05 ng/ml was obtained. Previous testing on the same patient gave a result of 0.01 ng/ml. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated ctni results. Analysis of instrument performance found that the fingers which hold the reaction vessel in place were bent which probably caused mixing problems.